Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller 2.0 / (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2019-08-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2018-08-13. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller had an electrical fault alarm after the controller and the power sources were dropped. It was further reported that there was suspicion for partial disconnection of the driveline and the driveline was pulled from the exit site as a result of the event. Upon inspection, it was noted that there was no visible damage to the driveline or connector, and the driveline connector was fully engaged into the controller. The locking mechanism was noted to be working as intended, and the alarms could not be recreated. The controller and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed an electrical fault alarm on (B)(6)2019 at 12:52:09 due to an open phase in the rear stator, resulting in single stator operation. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported electrical fault alarm can be attributed to a marginal driveline connection, as a result of the reported dropping of the controller as described in the event details. Additional products: controller 2.0 con401505. H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA. Results code(s): 213. H6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.